Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that no image was displayed, the screen was black when the button was pressed. The fse examined the system and identified that the issue occurred in a different system and not in the philips system and the case was opened in mistake. The parts were ordered and replaced. After the replacement of the parts of another system, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred in a different system and there was no issue reported with the philips system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that image was not displayed and the screen was black while using the footswitch. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and the troubleshooting actions showed a problem with footswitch and handswitch. The fse replaced the footswitch and the handswitch and returned the system to use in good working order.